Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not pass the touchscreen test. Prior to testing the customer contact reported the device "needs bezel." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.